Event description:
Blood vessel injury occurred during trocar placement. Procedure was converted to an open procedure and a surgeon was consulted to assist with surgical repair of the vessel injury. The surgeon believes the blade did not retract as designed during puncture through the tissue.